Event description:
It was reported that a perforation and a pericardial effusion occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24 & 27mm watchman laa closure device & delivery system (wds) were used. The physician crossed the septum successfully using transesophageal echocardiogram (tee) guidance. There was no pericardial effusion after the transseptal puncture. The 24mm closure device was deployed in the laa, but it was not properly positioned and had low compression. This device was removed from the patient. When the 24mm device was removed, the physician advanced the pigtail catheter through the access system under fluoroscopy. The physician then removed the pigtail catheter and advanced the 27mm device catheter. When the physician checked on fluoroscopy again with the device catheter and the access system, they injected contrast to take a picture and understand the placement in the appendage. It was noticed that the access system and the device catheter had punctured through the apex of the appendage and contrast was flowing into the pericardial space. The 27mm device and the double curve sheath were both removed immediately once the physician saw they punctured the appendage. A pericardiocentesis was prepared and performed. They began monitoring the pericardial effusion using transthoracic echocardiogram(tte) and gave the patient protamine. The physician had called for surgical backup and the patient was taken to the operating room(or). However, they did not have to do any kind of surgical intervention. The patient had stabilized. It noticed that the effusion was starting to thrombose. Once in the or, the surgeon decided that the patient was stable enough and the effusion was beginning to resolve. There was no need to perform a surgical intervention. Following these events the patient remained intubated and was transferred to the intensive care unit (ICU). On (B)(6) 2019 the patient was still stable and was waiting to be extubated. On (B)(6) 2019 the patient was extubated and transferred out of the ICU.